Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and diabetes induced seizures.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient had a low which caused a seizure that lasted 30 minutes. The patient's mother gave the patient some juice and carbs and within 15 minutes the patient recovered. At the time of the event, the patient was not using the continuous glucose monitor (cgm). It was indicated that the event was a result of not using the cgm device. At the time of contact, the patient was doing well. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.